Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe), gore® viabahn® vbx balloon expandable endoprostheses (vbx), gore® excluder® aaa contralateral leg components, and a gore® excluder® iliac branch endoprosthesis in the (B)(6) tambe pivotal study. On (B)(6) 2021 a type iii endoleak was observed. It is unknown at this time which device(s) the endoleak originated from. It was reported that the patient passed away from covid prior to the endoleak being treated.

Manufacturer narrative:
Additional devices included on this report are as follows: gore® excluder® aaa contralateral leg component: catalog: #unk/ serial: #unk/ UDI: #unk. Gore® viabahn® vbx balloon expandable endoprosthesis catalog: #unk/ serial: #unk/ UDI: #unk. Device information: the lot/serial number of the device involved in this complaint has been requested but has not yet been provided to gore. Device manufacture date: as the device lot/serial number has not been provided, the device manufacture date is unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Further information was received that this device was not associated with the reported event. Therefore, this report will be retracted.